Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-pacemaker dependent patient presented in clinic for follow-up. Upon review, the patient's right ventricular lead exhibited high and out-of-range impedance. No other electrical anomalies were noted. Programming changes were made. The patient was stable and would be monitored.